Event description:
Related to MFR report # 2183959-2012-01239. On or about (B)(6) 2010, the plaintiff was implanted with a miniarc sling to treat her pelvic organ prolapse and urinary incontinence. It was alleged by the plaintiff's attorney that after and as a result of the implanted mesh the plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering, and a negative immune response. It was also alleged that the mesh would cause, and did cause, severe and irreversible injuries, conditions, damage, serious medical problems, and catastrophic injuries. It was further alleged that many cases including the plaintiff's, have undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. As a result of having the products implanted in her, the plaintiff has sustained permanent injury and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.